Manufacturer narrative:
The customer was contacted for return of the suspect product. Despite our attempts to obtain the product for evaluation, to date the device has not been returned for evaluation.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed the power up self-test for ECG. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant alleged that during subsequent functional testing, the device failed to discharge.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log did not provide evidence of the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.